Manufacturer narrative:
Investigation summary: the evaluation of the log file provided by the account confirmed low flow alarms. A specific cause for the reported infection could not be conclusively determined. A direct correlation between the reported sepsis/arrhythmia and (B)(4) could not be conclusively determined. The submitted log file contained data spanning from 10/9/2018 at 00:30:44 to 11/11/2018 at 14:28:45, per the timestamp. Continuous low flow alarms were recorded on 11/7 from 22:45:35 to 23:22:05. Transient low flow alarms were also recorded on 10/16 and 10/31. The low flow alarms were triggered when the estimated flow was calculated to be below the threshold of 2.5lpm. Throughout the log file the device operated above the low speed limit at a fixed speed of 9200rpm. Pump power, estimated flow, and average pi ranged from 4.1-5.8w, 2.4-5.6lpm, and 2.5-6.9, respectively. A specific cause for the change in pump parameters cannot be conclusively determent. It was reported that the patient was hospitalized with complaints of chest tightness, shortness of breath while resting, and low flow alarms. Due to the low flow alarms and chest pain the patient had assumed that their blood was ¿thick¿ and had taken 650mg of aspirin and 10mg of warfarin. Upon admission the patient¿s inr was 8.7 and they were administered vitamin k. A sonograph was performed and revealed fluid collection around the driveline. Further testing revealed corynebacterium in the blood, as well as corynebacterium and klebsiella pneumoniae around the driveline. It was reported that the patient had been on long-term oral antibiotic suppression with augmentin for corynebacterium since 2013. The patient¿s symptoms were all believed to be related to sepsis, along with distributive hypovolemia that resulted in tachycardia, mild leukocytosis, and fever of 38.8 degrees celsius. All of these symptoms responded to antibiotics (vancomycin and zosyn), fluids, and a brief regimen of vasopressin. The patient was to be discharged with a 6-week regimen of vancomycin. The patient remains ongoing on (B)(4). The heartmate ii lvas IFU lists infection, sepsis, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii lvas. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. Patient remains ongoing on the device. The manufacturer is closing the file on this complaint.

Manufacturer narrative:
Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was hospitalized for chest tightness and shortness of breath at rest. Low-flow events on (B)(6) 2018 were observed. The patient has a history of non-compliance as well as a history of poly-drug abuse (most notably cocaine, marijuana, and ethanol). Driveline fluid was collected and the patient was treated empirically with antibiotic. It was reported that low flow alarms, chest tightness, and shortness of breath were believed to be related to sepsis, with distributive hypovolemia that resulted in tachycardia, mild leukocytosis, and fever of 38.8 f. All responded to antibiotics (infusion of vancomycin and zosyn), fluids, and short time on vasopressin (now off). Corynebacterium was found in blood cultures. Driveline cultures grew corynebacterium and klebsiella pneumoniae. Since the driveline infection in 2013, he has been on long-termoral antibiotic suppression with augmentin for corynebacterium. It was recommended that the patient be placed in a skilled nursing facility for 6 weeks of antibiotic infusion due to the patient's history of non-compliance. No additional information was provided.